Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd luer-lok¿ disposable syringe had discoloration in the barrel. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
One loose 1ml ll assembled syringe was received and reported to be from batch #7114741 (p/n 309628). The sample was visually evaluated. Light brown embedded fm was observed at the syringe collar and flange areas larger than level 3 in size. Syringe barrel was from mold l-90 cavity #10. The fm observed is rejectable per product specification. This is the 2nd related complaint for discoloration/variation in color/cloudy on the provided lot number 7114741. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The aql for embedded foreign matter is 0.65%. The defective rate identified is 1 out of 302,400, which is 0.0003%. No corrective actions are necessary based on the defective rate identified. Investigation conclusion: potential root cause for the foreign matter defect is associated with the molding process.

Event description:
It was reported that a bd luer-lok disposable syringe had discoloration in the barrel. There was no report of exposure, serious injury or medical intervention.